Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2015 due to severe osteoarthritis. They underwent right knee revision surgery on (B)(6) 2022, approximately 7 years post primary procedure. Revision op report noted that a fragmented piece of patellar bone was present laterally which was mobile and discontinuous relative to the extensor mechanism. Osteolysis was noted particularly involving the anterior femur and lateral femoral condyle, and involving mainly the medial tibial plateau. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: ¿optetrak logic femur 4 knee lt cmnt post stab (ref (B)(4); sn (B)(6)). ¿optetrak logic fit tibial tray 4f/4t (ref (B)(4); sn (B)(6)). ¿optetrak logic tibial insert 4 15mm post stab(ref (B)(4); sn (B)(6)). ¿optetrak 3 peg patella 38 mm (ref (B)(4); sn (B)(6)).